Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files confirmed a pump stop event due to a driveline disconnect. Review of the submitted log files revealed a pump stop event due to a driveline disconnect. Once the driveline was reconnected, the pump ramped up to the set speed without issue. No other controller related issues were captured. The system controller was not returned for analysis. A reason for the driveline disconnect cannot be conclusively determined through this evaluation. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook cover all alarms (visual and audible), including driveline disconnect alarms, and the actions to take if the issue does not resolve. The heartmate 3 IFU instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had multiple low flow alarms in the evening. Their nursing home called 911 due to the low flow alarms. When emergency medical services (ems) arrived and connected the patient to their battery clips and batteries, they had connect to power alarms. After troubleshooting and exchanging the batteries and battery clips the alarm continued. Ems expressed a concern for a possible "short" since anytime the patient moved the connect to power alarm went off while on battery power. The patient's battery clips had been replaced the week prior. Their system controller and power cables appeared unremarkable. Log files revealed a driveline disconnect and pump stop on (B)(6) 2024 at 19:23:47. The pump appeared to have restarted at 19:24:12. Also, on (B)(6) 2024, low flow estimates and sustained low flow hazard events and power cable disconnects were noted while on battery power. On (B)(6) 2024 at 22:37:10 the patient was connected to a power module and there were no additional power issues going forward.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the cause of the low flow alarms was hypertension. The hypertension improved with guideline-directed medical therapy (gdmt) and the alarms resolved. The patient's battery clips were exchanged a week prior due to low voltage alarms that were thought to be secondary to the battery clips. The power cable disconnect alarms resolved with battery exchange. The patient was stable and discharged to a skilled nursing facility (snf).